Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported an ongoing issues of the tubing disconnecting from the stopcock. It appears that it is not tight when put together at carefusion. Some nurses reported that once they tighten it, then it performs ok. Others mentioned that even once they tighten it, it would still become disconnected. There were several reports of tubing disconnecting from the stopcock and blood leaking out onto the floor. All information provided is anecdotal, no specific patient event information provided. No patient harm reported.